Manufacturer narrative:
Analysis of the implantable lead (s/n (B)(4)) found no anomaly. Analysis of the epidural needle found the spoon of the needle had a sharp edge on the undercut side. Concomitant medical products: product ID: neu_epiduralneedle, serial# unknown, product type: accessory. Product ID: neu_epiduralneedle, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. Information was reported that a physician inserted curved tip needle, tried to advance then when they tried to pull the lead back out of the needle it wouldn't come back out, so they had to withdraw the needle completely. The caller stated they tried another curved tip needle with the same issue, almost as if the electrodes were catching on the edge of the needle, so it wouldn't go in and out easily. The caller stated they used another lead that worked fine. No further complications were reported. No patient symptoms were reported. Additional information was received from the manufacturer representative. It was reported that the physician could not advance or withdraw the lead through the needle without it hanging up on electrode contacts. It was noted that the cause of this issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.